Event description:
It was reported there was a non-critical alarm for low reservoir volume reached occurring. The patient's last medical examination was made on (B)(6) 2015 with a technician. The actual daily dose was reduced 6% the refill. On the date of this report, the clinician programmer displayed an alarm for empty reservoir, so it was stated, "it seemed the pump had not been updated on last refill ((B)(6))". The healthcare professional (hcp) stated he updated the pump and the reservoir had the correct expiring date. Included images of pump logs indicated the pump was interrogated on (B)(6) 2015 and was last updated on (B)(6) 2015 with a low reservoir alarm date of (B)(6) 2015. Another image indicated a low reservoir alarm date of (B)(6) 2015. The patient had no reported symptoms and the pump was reprogrammed. The pump was used to deliver compounded baclofen and morphine.

Manufacturer narrative:
Device codes have been updated to include the following for this event: the previously reported device code no longer applies to the event.

Event description:
Additional information received from the manufacturer representative (rep) reported the pump had not been updated on (B)(6) 2015 at the patient's last refill. The logs were not available.

Manufacturer narrative:
(B)(4).